Event description:
Dexcom g7 continuous glucose monitor readings consistently 60-150 mg/dl, and patient was admitted for dka(diabetic ketoacidosis) with serum glucose of 1194 mg/dl, beta hydroxybutyrate of 4.4. Pt requiring ICU admission for treatment of dka due to this issue.